Event description:
A patient's caregiver called indicating a patient was beginning to experience an increase in seizures. Clinic notes were received from the physician further verifying that the patient was beginning to have an increase in seizures. The patient' treating neurologist was unable to verify how the increased seizures were related to pre-vns baseline as they were not familiar enough with the patient's history. A review of the available programming history indicated proper device functionality and that the device was suspected to still be delivering therapy at the time of the increased seizures. No further relevant information has been received to date.

Event description:
Additional information was received indicating that the patient's generator battery had gotten low and that the patient needed a battery replacement as a result. After the replacement, additional information was provided indicating that the device was not at end of service prior to the replacement and that the pre-op diagnostics were within normal limits. After the generator was replaced, the diagnostics were still within normal limits.